Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the general surgery procedure was performed when the issue happened. The procedure was completed after restarting the system. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found malfunctioning on frontal ip-pc. Upon troubleshooting, fse found that the problem with a memory ram inside ippc. To resolve the problem, fse read with cat, shut down equipment, unmounted ippc, cleaned ram, fixed database consistency. After data base recreation, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete by restarting the system with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a low disk space error. No harm was reported to philips. Philips has started an investigation of this complaint.